Event description:
It was reported that the user experienced hypoglycemia after announcing and eating lunch, then self-treated with orange juice and subsequently experienced a rapid blood glucose rise, consistent with overtreatment of hypoglycemia while using the ilet system. Symptoms included low blood glucose. Outcomes included an urgent low glucose, an urgent low soon alert, and a low glucose event. Treatment included oral glucose. Investigation included user education and troubleshooting. Investigation of this case revealed user overtreatment of hypoglycemia. It was concluded that, based on previously established findings for similar reports, the event was attributable to user management of hypoglycemia rather than a device malfunction.